Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into the emergency department (ed) with driveline fault alarm. The site was able to clear the alarm and it did not recur. The plan was to changeout the modular cable and system controller. Following review, log files captured a couple data points associated with a driveline power fault. The isense data indicated that the amount of current being carried across power conductor b was reduced for a period of time. Additionally, the overall log file history was short due to frequent pulsatility index (pi) events that had occurred. Only data from 05jul2025 at 06:01:17 to 05jul2025 at 07:22:33 was recorded. During that period, the recorded isense data values indicated that both power conductors were carrying almost equal amounts of current.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 23jul2025 that the system controller and modular cable exchange was performed on (B)(6) 2025. The patient was asymptomatic through the driveline power fault events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for the alarm cannot be conclusively determined through this evaluation. Review of the submitted controller periodic log file captured active driveline power fault alarms on 04jul2025 from 15:58:28 to 20:58:27 and on 22:58:27 that were associated with a pwr_b_broken faults. The onset of the alarms was not captured in the controller event log file due to numerous pi events pushing out older data. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.